Event description:
User facility reported that the device was placed in the operating room. The patient returned to intensive care where the patient became difficult to ventilate and showed signs of hypercarbia. Investigation demonstrated that the surgeon had requested a tube with an inner diameter of 4.0mm but staff provided her with a tube with an outer diameter of 4.0mm and an inner diameter of 2.5mm. When this was discovered the tube was replaced with a tube with the correct inner diameter. The patient recovered with no permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.